Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient had an abscess at infusion site, requiring surgical treatment at the hospital by opening the abscess and draining it. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.